Event description:
The patient was scheduled for a right arthroscopic repair of an anterior labral tear. The shoulder device was secured and checked by the nurse, surgeon, and anesthesiologist due to a prior incident. The team determined that the attachment was in place and secured to the operating room table prior to positioning the patient. Upon positioning the patient, the device began to move and slip. The surgeon determined that there must be some type of defect with the apparatus. The device was again retightened and since the patient was already asleep proceeded with the procedure. Had they not checked the device and been aware of a previous event, this would not have been a near miss.